Event description:
It was reported that approx. 65 months after implantation, loss of sensing was observed and this rv lead was explanted. Insulation damage was noted during the procedure.

Manufacturer narrative:
In the returned state, the lead had been cut through 14.5 cm distal of the is-1 connector pin. A proximal and a distal lead fragment were available for analysis. A capped mandrel as located in the distal lead fragment, and a thread had been tied to the distal lead fragment. The returned fragments were examined visually and electrically. The analysis found multiple signs of wear and tear along the lead body. In particular, the insulations was detected to be abraded 11.5 cm distal of the is-1 connector pin and 47 cm to 48.5 cm proximal of the tip electrode. This damage is with high probability the cause of the clinical complaint. The position and kind of fraying are characteristic for massive mechanical stress of the lead due to strong pressure onto the generator housing with simultaneous friction against it. Other damages, such as the cuts in the df-1 connector exit, the torn kink protection coil 2 cm distal of the df-1 connector, cuts 44 cm proximal of the tip electrode, and the deformed shock coil, are probably a result of the explantation process. The manufacturing process of this device was reviewed. The production documents showed no anomalies. All production steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.